Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
Visually confirmed extender strap broken on both sides. Unable to examine fracture surface, optical examination of broken strap identified significant witness marks close to both strap fracture locations. In comparison with a sample extender, strap witness marks are much more pronounced than on the sample extender. This suggests significant load was placed on the strap prior to failure.

Event description:
It was reported that the patient underwent a percutaneous lumbar fusion at l4-s1. It was reported that the extender slipped off of the screw bilaterally. The percutaneous technique was abandoned and converted to a mini-open to complete the construct. No additional patient complications were reported.